Event description:
Additional information was received indicating the device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The field complaint of premature discharge of battery was not confirmed. The reported event of failure to interrogate was confirmed. The device was received unable to be interrogated. The device was cut open and it was determined that battery voltage was at end of life. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Functional testing was performed with new battery installed, and the device was found to be normal.

Event description:
During an in clinic follow up, the device was unable to be interrogated. It was suspected the device had reached end of service. The patient was stable. Further information has been request but has not yet been provided.